Event description:
The PICC was being lifted as infant was being placed on top of a blanket for swaddling. The PICC line broke at the sterile-strip chevron. The nurse applied pressure. A physician removed the line. There was no harm to the pt. The broken device was dis-guarded. The dressing was recently changed and the line was not secure. The dressing was not positioned properly.